Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became kinked. During a left atrial appendage (laa) case this watchman® access system (was) was selected; however, while manipulating the was the sheath was kinked/pinched outside the patient as the groin was very tough to advance through. The was twisted the opposite direction to remove the kink and the procedure was completed with this device. No patient complications were reported and the patient status is stable.